Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt called to report that they are getting tired with the problem with their controller not charging their implant. Pt mentioned that they got stuck on the no device found screen and screen that says recharge or continue and screen kept going back and forth. Pt mentioned that when trying to recharge their implant, the screen showed that the battery of the top one was going down but wont show the implant as recharging and showed the implant battery as red. Agent instructed pt to plug controller in to ac power supply without li battery and pt reported the screen turned on. Pt then reinserted li battery and reported the screen stayed on and green light started blinking. Agent instructed pt inspected controller port and battery pack but said it looked fine. Agent instructed pt to attempt starting a recharge session, and after pressing recharge on no device found screen, they described seeing the passive recharge mode screens 76 100 100. After a few minutes, pt saw screen system problem rm03 cannot continue call manufacturer. Pt then mentioned that the recharger usually got pretty hot on the paddle and where it plugs into the controller. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt stated that they told their doctor earlier about this issue and their doctor advised them to call patient services.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger antenna and a "no device found" message was seen intermittently. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.